Event description:
This lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was made to technical services on 1/4/2013 stating that the representative wanted to know what type of rv lead patient had. He said patient was shocked numerous time for ventricular tachycardia storm. Shocks were appropriate. Representative just wanted to make sure he could let physician know what type of lead patient had if asked. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).